Event description:
A man with a 3 year history of arachnoiditis and radiculopathy presented to the pain clinic. The patient's pain resulted from a failed back surgery for a herniated disk. The patient underwent intrathecal trial with morphine using a synchromed pump 8615 with an indura catheter 8703. The pt developed lumbar instability with nerve irritation which was treated with a lumbar fixation. During the post op period, the patient continued to complain of low back pain and described as neuropathic radiating pain to both legs. He also developed increasing neurological complaints of dizziness, sensory disturbances in the left arm and leg, blurred vision on the right side, and fecal incontinence. A thorough neuro assessment revealed no definitive diagnosis to explain the symptoms. Reference MFR report # 2182207200700440.